Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the bronchoscope was unable to be passed through endotracheal tube (ett). During this time pts tidal volumes became greatly reduced, no noted drop in o2 saturation. It was indicated that patient¿s ett was kinked in oropharynx causing occlusion. The tube was ¿kinked¿ in the back of the throat and they had to hyperextend the patient¿s head to get the ett straight. It was indicated that patient was intubated.